Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin, and he has not been using the device in months. The customer was confused about the recall reservoirs, and the lot number he was using it was not affected by the recall. The caller stated that the device does have the battery, but he could not find the battery cap. No further information was provided.